Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion and tissue erosion in the right eye following the laser vision treatment. The epithelial sloughed off in the right eye when the flap was lifted to perform the ablation. This was determined to be due to anterior basement membrane dystrophy. The patient was prescribed pred forte and had a bandage contact lens placed. The abrasion resolved within about 5 weeks. The patient did not have any loss of best corrected visual acuity.

Manufacturer narrative:
The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.